Manufacturer narrative:
Correction to h8 field - initial use of device. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the system functional check was done before using and the system powered on without errors. They tried to change out to cautery cord, the cautery pad and the instrument. None of them made a difference. The procedure was completed with the same generator. Patient demographic information was provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the generator was malfunctioning and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs. Upon visual inspection, fa found no issues related to the reported problem. The iesu was tested using a well-known system and the unit energized and cauterized, and all ports recognized instruments. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, the site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report the erbe generator was giving errors when firing the monopolar energy. System logs confirmed m-b1 errors pointing to a neutral electrode (ground pad) current warning. Customer had tried replacing the ground pad, energy cord, and instrument with no change. Customer was using a validated covidien ground pad. Tse recommended ensuring the long edge of the ground pad was pointing towards the operating field. Caller was going to relay the troubleshooting guidance to the customer. The procedure was completed with no reported injury.